Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that before an unknown procedure, it was found that the package was broken before it was opened. The device was not used for the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient.